Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result when testing one patient sample for elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The sample was processed on a pvt pre-analytics system and initially resulted as 93.11 mui/ml when tested on the e601. This value was reported outside of the laboratory to medical personnel. On (B)(6) 2018, the medical personnel complained about the result, so the sample was repeated. The repeat result was > 10000 mui/ml accompanied by a data flag. The sample was diluted and repeated, resulting with a final value of 17135 mui/ml. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 25919901, with an expiration date of 30-nov-2018.

Manufacturer narrative:
The 17135 mui/ml value was deemed to be correct. The patient is pregnant. The calibration was within expectations, but was outdated. No controls were tested on the date of the event. The customer runs controls weekly. One level of control failed on (B)(6) 2018 and all control levels failed on (B)(6) 2018. The sample centrifugation speed may have been too high. The sample likely contained clots and fibrin. The investigation was unable to find a definitive root cause.